Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: device available for evaluation: yes. Returned to manufacturer on: 08/25/2020. Device returned to manufacturer: yes. Device evaluation: the complaint product was returned in its original packaging. Plunger was in a partially advanced position and all the components were correctly engaged. There is no assembly error and/or defect observed related to manufacturing process. Visual inspection performed under microscope: no lubricant material residue was observed in the device. The lens was observed stuck at the cartridge tube. The reported issues were verified; however, due to the conditions of the sample returned it is not possible to determine the reported issues are related to manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: age or date of birth: unknown as information was not provided. Gender: unknown as information was not provided. Date of event: unknown as information was not provided. If implanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. If explanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was damaged. Through follow-up, additional information was received clarifying the lens would not release form injector and there was patient contact. The doctor was able to able to remove the lens before fully entering the eye, no enlargement, and another lens was opened and put into its place. No additional information was provided.